Manufacturer narrative:
Product analysis: the device remains implanted therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26mm transcatheter bioprosthetic valve, the valve was deployed to 80%, forward tension was maintained and the valve was deployed slowly. Upon release, the valve appeared to push off the calcium in the left ventricular outflow tract (lvot) below the left coronary cusp (lcc) causing the valve to dislodge at a depth of -2 mm on the non-coronary cusp (ncc) resulting in moderate paravalvular leak (pvl). Subsequently, a 23mm non-medtronic valve was implanted resolving the pvl. No additional adverse patient effects were reported.